Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer's emergency room visit was due to high ketones. Customer was not admitted into the hospital.and was released. Reason for high blood glucose was bent cannula.